Event description:
During lesion mode of an rf procedure, the pt received a superficial burn on the medial aspect of the tibia. The size of the burn was approximately 3mm in diameter. The severity of the burn is unk, but was initially described as superficial. The burn was dressed with gauze. Several inquiries have been made to the account to obtain further details. These attempts have been unsuccessful.

Manufacturer narrative:
The product will not be returned to the MFR. Based on the info provided, it is very likely that the active tip was very close to or touching the skin. In normal usage, this is not a problem, as the electrode and cannula are inserted percutaneously. The set time reported for this procedure was four times longer than a typical rf procedure.